Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), dilated left atrium and heart failure for a mitraclip procedure. During the procedure, leaflet insertion and clip orientation was confirmed in multiple imaging. Clip opened after lock line removal, it was closed and performed second lock test, and clip remained closed. Post deployment, clip continued to open. Additional mitraclip was implanted to stabilize the opened clip. It was noted that the clip was stable on both the leaflets. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.